Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as the product was not returned, however the provided photograph of the device confirms the screwdriver is worn/damaged. A complaint database search on the provided product code found similar reports which were attributed to product wear out and or misuse. Based on the provided photograph of the reported device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The hex head screwdriver from consignment is worn through normal usage and requires refurbishment/ replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.